Manufacturer narrative:
Since the lead is not able to be returned, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the routine device replacement procedure, this chronic right ventricular (rv) lead was disconnected from the old device without issue. The lead was tested on the pacing system analyzer (psa) with good measurements, and was then connected to the new device. However, when the physician gently tugged on the lead to ensure a complete connection, the lead became stretched. The area between the insulation and terminal pin was separated and the conductor coils appeared to be stretched. The physician questioned the integrity of the lead. A new competitive rv lead was implanted and this lead was surgically abandoned. No adverse patient effects were reported.